Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh, inc. On behalf of the MFR arjo hospital equipment (B)(4). The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. The MFR's investigation is completed and concludes: (B)(4). Reasons or root causes for this failing gas strut is either that gas strut is: defect from the beginning; not mounted correctly. If the gas strut is not adjusted after it has been fitted could it reach it's full stroke (something that is not recommended); misuse of the product. In the device labeling it is stated that this gas strut is to be replaced every 4th year, and when replaced, adjusted in such a way that it cannot reach its full stroke. From this, it appears that the gas strut was over four years old when it failed. Therefore, we conclude the event occurred due to use error. It is recommended to replace the entire unit due to it's age (more than 30 years).

Event description:
Uncommanded movements from the door because of a faulty gas spring.